Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on resetting the pump and assisted the customer with the reset, ensuring the malfunction did not recur. The customer was informed to continue using the pump and to reach out again if any issues arise, which they understood.